Event description:
It was reported via repair work order that the right foot load cell dropped out and the bed frame was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.